Manufacturer narrative:
The customer stated that patient a had another blood gas run which scanned correctly and went into the correct patient record. The customer also stated that the point of care coordinator sent an email to all blood gas users within the district health board, detailing what had happened and reminding them of the importance of checking the patient details that are automatically populated, to match the patient sample. The cause of this event is due to operator error.

Event description:
The customer stated that patient a had a blood gas test in the hospital's emergency department. The barcode was scanned but the staff member did not check that the patient demographics were correct and continued to run the sample. Patient a was treated based on the very low glucose (1.5 mmol/l) result print out and care was not impacted. The results were populated into another patient's record, patient b, at another hospital's emergency department. Patient b was in radiology and was brought out to have a blood gas test. There was no report of injury due to this event.